Event description:
It was further reported that it was determined that the atrial lead was partially pulled out of the device header block. The device pocket was re-opened in order to push the lead pin fully into the device header. The device is still in use.

Event description:
It was reported that two days after a routine device change out that the impedance was greater than 3000 ohms on the right atrial lead. The patient was going to be assessed further for either reprogramming or to assure that the lead was fully inserted in the device header. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4016 competitor implantable pacing lead 2000 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found the atrial lead impedance was out of range high with the atrial lead increased from 2880 ohms on (B)(6) 2012 to 5104 ohms on (B)(6) 2012.